Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the error message. He verified that the data entry log showed the power supply failure on the day of the complaint. He replaced the power supply. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'battery cannot be charged, full back-up may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2020, the team received a message on their ccm of their heart lung machine (hlm), that the battery cannot be charged and that the full back-up may not be available. The team did not lose power during the procedure. There was no harm or blood loss associated with the event. The unit was not exchanged out, and there was no delay in the continuation of the surgical procedure.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician observed that the voltage of the power supply was reading 0.1213 volts direct current (vdc), specification is 24.5 vdc +/- 5%. A defective power supply would cause the battery backup to not be available. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.